Event description:
During a coronary stent procedure of the rca, the physician had successfully placed a distal stent and was attempting proximal stent placement. He experienced difficulty crossing the lesion and attempted to retract the delivery/stent device back into the guide catheter. The stent caught on the tip of the guide and dislodged in the proximal portion of the rca. The physician then advanced a balloon catheter over the wire and through the stent. The balloon was inflated to attach the stent to the balloon and the stent was advanced distally to the lesion site and deployed. That balloon was removed and another balloon was used for post dilation and the case was successfully completed. Patient status listed as "okay".